Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. Two images were submitted; no product was received. The returned images appear to show a white substance coming from the sheath. Visual inspection was based solely upon a review of the photographs provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The white substance is consistent with the reported event; how or when this occurred remains unknown.

Event description:
During the atrial fibrillation procedure, while performing the transeptal procedure, resistance was felt when inserting the brk needle into the sheath. The sheath was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient. At the end of the procedure, the physician tried again to insert the needle into the first sheath. The needle was able to be advanced a little, but a small amount of white matter was observed to come out of the sheath.